Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the lead in (B) (6) 2009. An insulation breach or fracture was suspected. The patient was scheduled for several procedures and replacing the lead was not feasible at this time. The device was reprogrammed to avoid noise temporarily, but it was advised that the lead be replaced.

Event description:
The lead was capped and replaced.